Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The device was received with the threader tab attached to a bundle of sutures fed through the anchor in which the suture bundle appears to be caught at the distal tip of the anchor. It was observed that the distal tip of the anchor was cracked. The anchor may have cracked when the surgeon was attempting to thread too much suture through the anchor. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during unspecified surgical procedure, it was observed that the device did not work. During in-house engineering evaluation, it was determined that the distal tip on the anchor device was cracked. According to the reporter, the device was brand new and on its first use when the issue occurred. There was less than 30 minute delay in the surgical procedure. It was not reported or if a spare device was available for use to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.